Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01743.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a penumbra smart coil detachment handle (handle), penumbra smart coils (smart coils), and a non-penumbra microcatheter. It was noted that the patient's anatomy was tortuous. During the procedure, the physician implanted three non-penumbra coils and two smart coils using a handle. However, the handle was unable to detach the next smart coil. Therefore, the handle was no longer used. The procedure was completed using a new handle, the same smart coil, six additional smart coils, and seven other coils. There was no report of an adverse effect to the patient.